Event description:
The customer stated her transformer housing is cracked open exposing inner electrical circuitry, which is a safety risk. She also noted the prongs were pushed in.

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for eval. The defective power adapter has not been received at medela as on 02/14/2014. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.